Manufacturer narrative:
(B)(4). A return materials authorization has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned, then a supplemental report will be submitted after an investigation is completed.

Event description:
It was reported to carefusion that a patient passed away while on the ventilator. At this time, there is no allegation of malfunction or problem with the performance of the ventilator.

Manufacturer narrative:
Results of investigation: the suspect device was returned to carefusion's palm springs facility for evaluation. The investigator was not able to duplicate the reported issue. All testing was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 70 hours extended tests at the customer's settings. The ventilator failed but battery operation test during the final test, but this slight non-conformity will not affect the way the ventilator ventilates.